Event description:
Procedure type: lower anterior resection. According to the reporter: the anastomotic staple line leaked a few days post-operatively. The patient was taken back to surgery on (B)(6) 2011 to repair the leak with sutures. The surgeon tried to repair the leak with a trans anal approach since the anastomosis was so low but he could not reach the defect to close it completely. There was a lot of scar tissue that prevented the defect edges from being drawn together. The patient will have to be taken back to surgery for a second re-operation to repair it through an abdominal incision and with a hand sewn anastomosis. The patient receive radiation to reduce the tumor and then waited some time for the surgery.

Manufacturer narrative:
(B)(4).